Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software, and the caller was instructed on storage mode and returning the problematic pump. Training on the new pump would be available in the customer's tandem source account, and the customer acknowledged the steps needed upon receiving the replacement pump.